Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that prior to replacing the implantable neurostimulator (ins), all of the electrodes were working. After the ins was replace on (B)(6) 2017, all electrodes were working and therapy was restored.

Manufacturer narrative:
Analysis of the ins found no anomaly. The ins passed all testing in the laboratory and good stable output was measured on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported when the implantable neurostimulator was implanted, there was high impedance on all electrodes. The battery was reconnected four times but the high impedance persisted with every check. They were not able to check if there were any problems with the electrodes in "theatre" or the battery. After testing the electrodes on the day of replacement ((B)(6)), all the electrodes were working and when the battery was replaced, everything worked perfectly. It was unknown what diagnostics/troubleshooting was performed. It was indicated the issue was resolved at the time of report and the patient was alive with no injury. No further complications were reported/anticipated.